Event description:
Information was received indicating that the display to a smiths medical level 1 hotline blood and fluid warmer was reported to not be functioning. No product was returned for evaluation and there were no reported adverse effects.

Event description:
Additional information received that fault occurred during scheduled preventative maintenance period; no patient involvement.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be cracked enclosure and tank cover, outdated pcb, power switch, and front cover, liquid crystal leakage noted in lcd. The device tank was filled with water and powered on. The reported customer complaint was confirmed as liquid crystal leakage in the lcd was found. Problem source has been determined to be unknown.